Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels. Customer¿s blood glucose level was 400 mg/dl. Customer treated their high blood glucose levels via insulin pump. Customer¿s current blood glucose level was 354 mg/dl. Customer performed and passed the high pressure test. Customer was advised that the insulin pump functioned properly as designed. The pump will not be returned.